Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they've had a gradual return of symptoms and said they were "almost at the very top of the range" as far as their stimulation settings would go and they were still having issues with their symptoms. The patient said they had tried all 7 programs. During the call, the agent assisted the patient in connecting with the implant.  The patient was on program 7 at 1.0 ma. The patient said they didn't know how their settings got so low. During the call, the patient increased stimulation to 1.1 ma where they felt stimulation comfortably in their bicycle seat area. The patient would maintain stimulation and monitor symptoms. The agent reviewed information about the health care provider (hcp) possibly adding programs a-d and redirected the patient to the hcp. The patient said their doctor was aware of their issues and had recommended that the patient called their manufacturer to see if the communicator battery was causing this issue. The agent reviewed that the communicator was functioning as intended and was sufficiently charged. The agent explained that external equipment was separate from the internal im plant. The patient's implant battery was 80%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.